Event description:
It was reported that the patient's right ventricular (rv) lead is exhibiting rising and varying pacing thresholds in both pacing polarities, low lead impedance that triggered a polarity switch, and non-physiologic noise on the electrogram after the switch to unipolar. It was also reported after the switch to unipolar; the patient experienced pocket/muscle stimulation as well as chest pain. Degradation or damage to the lead insulation is considered a possibility. A replacement is planned when time for a device change and until then the lead function has been programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the event the rv lead exhibited loss of capture. The lead was capped and replaced.